Event description:
A healthcare professional reported that the straight haptic was observed. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was nocomplaint history and product history records were reviewed and documentation indicated thet returned for analysis. Product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).